Event description:
The reporter contacted animas on (B)(6) 2012 stating the audio bolus button was intermittently unresponsive for a few weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 09/18/2012 with the following findings: during the product analysis investigation the audio bolus button was found to be responsive. A tear was present over the audio bolus button and contamination found under the audio bolus key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.